Manufacturer narrative:
The device was returned for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed that foreign material came out of the device; however, the type of the material and the root cause could not be identified. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.